Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error 13-1033-149 was not identified during the customer call. After explaining the problematic fault associated to unit tech support suggested customer to flash the operate software onto the device and explained the need to execute the preventive maintenance task. If the problem persists, even after the completion of the process, they will need to repair/replace the logic board. Customer will call back if any further concerns need to be addressed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 13-1033-149. There was no patient involvement.